Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a lap sigmoid colectomy, while placing the anvil in the trocar, the trocar 'pushed back'. They finished the case by keeping pressure on the button to keep it in the 'open' position. There were no adverse patient consequences.